Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: damaged insulation . The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. Mfg date:the device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.